Event description:
Boston scientific received information that this implantable defibrillation lead exhibited intermittent loss of capture at high outputs. The physician also felt there may have been some oversensing on the rate/sense channel resulting in bi-ventricular pacing every other beat. All other lead diagnostics were acceptable and stable. It was reported the patient is pacer dependent and experienced shortness of breath. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision was planned to place a new rate/sense lead. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an increase in oversensing was observed. The oversensing resulted in two to three second pauses in pacing. The patient is pacer dependent, however, was asymptomatic. Nonsustained ventricular tachycardia (vt) episodes were also stored in the logbook. Noise on the shock channel was also noted. An invasive procedure was performed and the rate/sense portion of the lead was capped. No adverse patient effects were reported.